Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pocket was infected. The patient had a bacterial infection on his skin which he scratched and it got into his pocket. It started itching and he had a feeling in that area and he used a brush to scratch the pump site and it pierced a little bit on his skin. The infection was confirmed; staphylococcus (staph). The event date was (B)(6) 2019. The patient was prescribed both intravenous (IV) and oral antibiotics. They took the pump and catheter out on (B)(6) 2018, "they did not want it to travel up." The infection was resolved. The patient wanted to have the pump replaced in (B)(6) 2019. There were no further complications reported at this time.